Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's controller was displaying "replace generator soon" message. Patient will meet with the physician and abbott representative to determine next steps.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue.